Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months. Unfortunately, the reason for explant has not been provided. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned, therefore, the sample device cannot be assessed for any deficiency. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or sample device is received. No further actions are possible with the available information.